Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 04/29/2024.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV, breast dysphoria, severe tubular breast deformity with pseudo-herniation of tissue into the nipple areolar complex as well as poorly defined inframammary fold, severe triangular conical shape. Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV, breast dysphoria, severe tubular breast deformity with pseudo-herniation of tissue into the nipple areolar complex as well as poorly defined inframammary fold, severe triangular conical shape. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV, breast dysphoria, severe tubular breast deformity with pseudo-herniation of tissue into the nipple areolar complex as well as poorly defined inframammary fold, severe triangular conical shape. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is not related to the device. Additional observations: observed delamination total of the valve (adhesive failure). No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV, breast dysphoria, severe tubular breast deformity with pseudo-herniation of tissue into the nipple areolar complex as well as poorly defined inframammary fold, severe triangular conical shape. Device has been explanted.